Event description:
It was initially reported that the physician could not communicate with the patients generator. Diagnostics were ok and eri flag was no. Patient had been on high duty cycle with high output current. Physician believed the battery was at end-of service and patient was sent for battery replacement. Explanted generator was sent back to the manufacturer for product analysis. Product analysis confirmed that the battery was depleted. Additionally, analysis found that the supply current pulsing did not meet electrical test specifications due to an out of specification r35 resistor. Although results of the battery longevity prediction confirm that the eos condition was an expected event, the out-of-limit supply pulsing current could potentially be a contributing factor to the eos.